Manufacturer narrative:
The initial MDR 2517506-2017-00631 was filed on august 4th, 2017. Additional information (07/12/2017): the names of the methods involved were added as well as a corrected description. Quality controls (qc) were within range on the day of event. A siemens customer service engineer was dispatched to the customer site. The cse replaced the instrument pipelines, tips, and sample and reagents syringes. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant uric acid, magnesium, blood urea nitrogen, and creatinine_2 results were obtained on patient samples on a dimension rxl max without hm instrument. The repeat testing results did not match the initial testing results. The discordant results were not reported to the physician(s).

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating this issue.

Event description:
Discordant results were obtained on patient samples on a dimension rxl max without hm instrument. It is unknown if the discordant(s) were reported to the physician(s). No information was provided regarding the results. There are no reports of adverse health consequences due to the discordant results.